Manufacturer narrative:
The subject device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
On (B)(4), 2011, the pt reported that high blood glucose (bg) readings since changing infusion set the day prior. The pt claimed his bg has been greater than 250 mg/dl. The pt stated he does not check his ketones but confirmed having the symptom of increased thirst. The pt reported administering an injection in response to the high bgs. At the time of troubleshooting, the pt confirmed that the cannula is straight and reported seeing a few bubbles in the cartridge. The pt was advised to change out infusion set and insulin.